Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing an increased heart rate. A programming issue had resulted in undersensing by the pulse generator during atrial fibrillation. Device reprogramming was performed.